Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no alarms noted. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corner and stained end cap sticker.

Event description:
It was reported that the customer's insulin pump had pieces missing around the reservoir compartment so that the reservoir kept falling out. The customer's blood glucose level is unknown. Standard troubleshooting was performed. The customer stated she might have tightened the reservoir too much. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.